Manufacturer narrative:
This case is the same case as MDR ID# 3011632150-2019-00012 and 3011632150-2019-00013. There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication and occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted. Note: the reporting of this event under MDR reporting requirements was delayed due to the webtrader production account registration process. This is the first opportunity to file this MDR following access to the webtrader production account.

Event description:
This case is the same case as MDR ID# 3011632150-2019-00012 and 3011632150-2019-00013. The patient was treated as part of the mimics-3d european post-market observational study on the (B)(6) 2018. At the index procedure ((B)(6) 2018) the patient presented with a restenotic occlusion located in the right common femoral and proximal popliteal vessels. The target lesion presented with a proximal reference vessel diameter of 6.0 mm and a distal reference vessel diameter of 4.0 mm, was 440 mm in length, and 100% stenosed with grade 2 calcification. At the index procedure on the (B)(6) 2018 prior to the placement of the biomimics 3d stent, a thrombectomy was performed and the target lesion was treated with a 6.0 x 440 mm stenalex drug-coated balloon. Three biomimics 3d stents were implanted: 5.0 x 125 mm; 6.0 x 150 mm; and 6.0 x 125 mm. Post-dilatation was performed using a 6.0 x 440 mm abbott pta balloon. On (B)(6) 2018 the patient presented with an occlusion of the treated segment (target lesion related). On (B)(6) 2018 the patient underwent femoral popliteal (below the knee) bypass surgery. The event was reported as resolved on (B)(6) 2018. The devices remain implanted.